Event description:
It was reported that this attempted brady lead was surgically abandoned due to difficult to retract and remove. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this attempted brady lead was surgically abandoned due to difficult to remove. A new lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields b5 describe event or problem, e1 initial reporter email, f10 device codes (1) and h6 device codes (1). This supplemental report has been created to capture additional information and information correction.